Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient experienced severe pocket irritation and discomfort. The device was implanted on the left side due to previous erosion on the right side. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The physician elected to prophylactically place the replacement device sub muscular. The patient tolerated the procedure well.